Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One workmate¿ claris¿ amplifier was received. The post was unsuccessful. Based on the information and investigation provided to abbott, the root cause was isolated to the sbc. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During an atrial fibrillation procedure, while the patient was being intubated, there was a communication issue with the workmate amplifier resulting in cancellation of the procedure. An error message on the workmate claris system was observed stating the workstation and amplifier were not communicating. After 45 minutes of trouble shooting, the procedure was canceled.